Manufacturer narrative:
Stryker evaluated the customer's device and could not verify the device would not power on the issue. Further evaluation, stryker identified the device was unable to deliver defibrillation. It was observed that the transistor, designated q86, was faulty and caused the reported issue. Stryker archived the returned device. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.